Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the pressure transducer test failed during the pre-use check. The ventilator was investigated on-site by our field service engineer (fse). During the investigation, the fse found that the membrane of the expiratory cassette contained dirt and solved the issue by cleaning it. After the cleaning of the expiratory cassette membrane, the device was in functional condition according to specifications and was returned to the customer in working order.

Event description:
Manufacturers ref: #(B)(4).